Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4156831. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port blood leaked past the septum. The following information was provided by the initial reporter: after placing IV, the needle was retracted from the IV site. The IV site immediately leaked blood from the port where the needle was retracted from. This required the IV to be removed from the patient and resulted in an additional needle poke for the patient. Additional information received on 17oct. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 09-23-2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. After placing IV, the needle was retracted from the IV site. The IV site immediately leaked blood from the port where the needle was retracted from. This required the IV to be removed from the patient and resulted in an additional needle poke for the patient. 3. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No sample available, product discarded.